Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced pain and irritation at the abutment site and subsequently was administered antibiotics (date not reported). The patient is being clinically managed by the health care provider.

Manufacturer narrative:
This report is submitted on november 19, 2018.